Event description:
It has been reported to philips that flex vision monitor did not display anything. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The field service engineer (fse) inspected the system onsite and confirmed monitor in exam room was blank. Upon further inspection, fse could not confirm the issue with flex monitor. The philips engineer replaced flex vision monitor. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.